Manufacturer narrative:
(B)(4). Evaluation results - (endoleak), (aortic neck dilatation and elongation that resulted in the aortic neck becoming angulated).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 62 months ago. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that the pt had aortic neck dilatation and elongation that resulted in an aortic neck becoming angulated. A recent CT performed that demonstrated a proximal type I endoleak. The physician treated the pt with another manufacturer's stent graft and the endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.